Event description:
During phacoemulsification, the disposable tubing was observed clogged resulting in a vacuum spike per the surgeon. Torn zonules, bleeding from the iris root, endothelial damage and corneal edema were observed. A vitrectomy was performed.